Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: sigmoid resection. According to the reporter, after performing the proximal and distal transection to remove the sigmoid colon, the eea device was used to create an anastomosis to the remaining rectal stump to colon. Exactly half of the staple line was complete and leaking occurred. There was tissue damage and patient injury reported. The patient had an anastomosis taken down and re-done during the procedure time. There was 3-4 cm of tissue loss and a one hour extension in operating room time. The staff reapplied another device, and a second leak occurred and was repaired by over sewing the staple line. The entire staple line did not form completely. There was no bleeding reported.